Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the hi-pot and insulation resistance tests. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed the hi-pot and insulation resistance tests. It was discovered that the pulse wire's solder joints inside the distribution node had loose shrink tubing. The loose shrink tubing caused a short that resulted in the test failures. The root cause for the loose shrink tubing could not be positively identified. No adverse event resulted from the shorted pulse wires. The last pt to use this electrode belt did not report any deficiencies.